Event description:
Per the clinic, the patient experienced a sudden decrease in performance; and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Per the surgeon, the device was explanted on november 27, 2013; during the same surgery, the patient was reimplanted with a new device. This report is filed april 30, 2014.

Manufacturer narrative:
This report is filed august 28, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.